Event description:
Nurse went into the patient's room to check the pca pump rx; touched bottom of pump and door to battery holder came open and batteries fell out of the holder. One battery hit the patient on left part of lower jaw. Pump removed and taken to biomed for repair.